Event description:
It was reported that during the balloon angioplasty procedure, the balloon (subject device) was being loaded into the inner carotid artery (ica) and when the distal access catheter passed the balloon catheter, the radiopaque (ro) marker band around distal end of the balloon catheter broke off into the middle cerebral artery. The ro marker was left inside the patient. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon (subject device) was being loaded into the inner carotid artery (ica) and when the distal access catheter passed the balloon catheter, the radiopaque (ro) marker band around distal end of the balloon catheter broke off into the middle cerebral artery. The ro marker was left inside the patient. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Approximately 19.3cm of the distal section was returned. The proximal sections were not returned. Visual inspection revealed that the balloon catheter was cut with sharp object on it proximal side at approximately 19.3cm from its distal end and the proximal end was slightly compressed. The catheter was cut on its distal end to proximal side approximately 1.6cm perpendicularly and was wrinkled on several places along its middle and distal shaft. The distal tip marker was not present, appears to be cut out with a sharp object during dissection of the catheter distal section after use. The balloon catheter marker band exterior was covered with the tip marker tubing. Functional testing could not be performed due to the damaged condition of the returned balloon catheter. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu continuous flush was maintained, resistance was encountered during advancement of the device through the patient's' anatomy, continuous flush was maintained and the patients anatomy was tortuous. It is likely that procedural factors contributed to the observed damages. However, based on the information currently available, a definitive cause of the reported damage of detached marker band could not be determined since the since the tip marker cover was still present on returned device; therefore, an assignable cause of undeterminable was assigned.